Event description:
A 6f angio-seal vip was selected for use and deployed into the right femoral artery following a left superficial femoral artery cannulization. Two days post-discharge, the patient presented with reported leg/foot intermittent numbness. Computed tomography angiography was performed and tissue plasminogen activator was infused for clot lysis. Post-infusion, a piece remained which was thought to be the device anchor. The patient remained hospitalized for several days and will need physical therapy. Voluntary medwatch #: (B)(4).

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.